Event description:
Patient reported bilateral device rupture¿, ¿pain¿. Patient also reported ¿cysts¿, and ¿psychological issues¿ which are not device related. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst, pain and psychological issues.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the posterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Pain: unable to confirm as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device varied injuries-ndr: not applicable as the event is not related to the device additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.